Manufacturer narrative:
An event of heart block and arrythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block and arrythmia could not be conclusively determined. Unexpected medical interventions were a result of case specific circumstances, as a post implant valvuloplasty was performed and a temporary pace-maker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The member of septum length was 3.3 mm. There was (left ventricular outflow tract (lvot) calcium on the non-coronary side extending 3.3 mm into the lvot. The activated clotting levels were 269,275s and heparin was given. A pre-implant balloon valvuloplasty was done. The valve got partially re-sheathed one time and fully re-sheathed due to non-uniform expansion. A post-implant balloon valvuloplasty (bav) was done. After post bav, the patient developed a junctional rhythm and a temporary pacemaker was left in place. The patient remined in sinus rhythm with first degree atrioventricular (av) block and left bundle branch block (lbbb). The temporary pacemaker was removed on 21 feb 2025. The patient rhythm was stable and discharged overnight.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 269,275s and heparin was given. A pre-implant balloon valvuloplasty was done. The valve got partially re-sheathed one time and fully re-sheathed due to non-uniform expansion. A post-implant balloon valvuloplasty (bav) was done. After post bav, the patient developed a junctional rhythm and a temporary pacemaker was left in place. The patient remined in sinus rhythm with first degree atrioventricular (av) block and left bundle branch block (lbbb). The temporary pacemaker was removed on (B)(6) 2025. The patient rhythm was stable and discharged overnight.